Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A test case was performed. When selecting a burr an internal error occurred. This happened every time it was attempted. The handpiecesettings.json file was pulled and it was found that the last entry was incomplete. The file was modified and copied back onto the console. Another test case was performed. This time the burr could be selected, and the test case was completed without any failures occurring. A second test case was performed, again it could be completed without any failures occurring. The console was opened for further inspection no defects were found. A complaint history review was performed by part number, and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with an incomplete handpiecesettings.json entry. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, the handpiece file gets corrupted in the real intelligence cori console. The procedure was resumed, after a non-significant delay, changing to a manual procedure. No further complications were reported.